Manufacturer narrative:
Damaged universal seal assembly. The analysis results for the instrument confirmed that it was returned non-functional. The instrument was tested for leaks and a leakage was found due to a damaged universal seal. No conclusion could be reached as to what may have caused the found damage to the universal seal. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the affiliate that during a cholecystectomy, the valve had been broken and gas leaked from the device. Another device was used to complete the case. There was no adverse consequence to the patient.